Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly as well as compromised force sensor system alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had crack on battery cap area, diminished battery life, replacing twice a month and louder during rewind. Customer stated that the insulin squirting out instead of dripping during priming. The device will not be returned for analysis.